Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported pump was not infusing. A "non-disposable clamp alarm" was observed. The pump as displaying battery not in, pump won't run when the battery was in. The event occurred during infusion. There was a delay in therapy. There was patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.